Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message" (device displays error message); "unable to prime system" (failure to prime). A biomedical engineer reported receiving a system message. The system was also unable to primed. The system was rebooted a couple of times, but the system message was unable to be cleared. The system was switched out and all the cases of the day were completed. These events occurred during setup and no pts were in the room. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system. The fluidics module was replaced and will be sent in for in-house evaluation. Preventive maintenance was also performed per the facility's request. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).